Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("spontaneous abortion"), joint swelling ("joint swelling "), hypersensitivity ("allergic reaction "), headache ("headaches "), back pain ("low back pain "), fatigue ("extreme tiredness"), alopecia ("alopecia "), loss of libido ("lack of sexual drive"), anger ("outburst of anger against her environment"), anxiety ("anxiety ") and depression ("depression ") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, joint swelling, hypersensitivity, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, joint swelling, loss of libido, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: iud, blastoestimulina and iud. Past adverse reactions to the above products included coital bleeding with iud; and intermenstrual bleeding with iud. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower ("hypogastric pain"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced skin lesion ("skin lesions in the lumbar area"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches / daily headaches"), dyspepsia ("digestive symptoms") and arthralgia ("joint pain"). On an unknown date, the patient experienced abortion spontaneous ("spontaneous abortion"), joint swelling ("joint swelling"), hypersensitivity ("allergic reaction/ skin allergy"), back pain ("low back pain "), fatigue ("extreme tiredness"), alopecia ("alopecia "), loss of libido ("lack of sexual drive"), anger ("outburst of anger against her environment"), anxiety ("anxiety ") and depression ("depression ") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with contraceptives and surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, joint swelling, hypersensitivity, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abortion spontaneous, alopecia, anger, anxiety, arthralgia, back pain, depression, dyspepsia, fatigue, headache, hypersensitivity, joint swelling, loss of libido, pelvic pain, pregnancy with contraceptive device and skin lesion to be related to essure. The reporter commented: at the time of the medical device removal, the patient was 40 years old. There is no evidence in the patient's medical history of sequelae or symptoms that are difficult to repair, especially when the post-surgical check-up in (B)(6) 2019 does not bear record of any complications. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the complete removal of the essure devices was confirmed; on (B)(6) 2018: no abnormalities; on (B)(6) 2018: normal results. Allergy test - on an unknown date: ¿no allergy to metals/contrast¿.; on (B)(6) 2018: positive for blomia kulagini and anisakis. Cytology - on (B)(6) 2018: normal results. Pathology test - on an unknown date: the complete removal of the essure devices was confirmed. Skin test - on (B)(6) 2018: mild sensitivity to nickel sulphate and palladium chloride. Smear cervix - on (B)(6) 2018: normal results. Ultrasound scan - on (B)(6) 2014: both devices were well positioned. Urine analysis - on (B)(6) 2018: normal results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2021: new informations added: historical drug, complete start and stop dates of essure, lab data, treatment drugs, new adverse events: hypogastric pain, skin lesions in the lumbar area, start date of the pelvic pain, digestive symptoms, joint pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: iud, blastoestimulina and iud. Past adverse reactions to the above products included coital bleeding with iud; and intermenstrual bleeding with iud. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower ("hypogastric pain"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced skin lesion ("skin lesions in the lumbar area"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches / daily headaches"), dyspepsia ("digestive symptoms") and arthralgia ("joint pain"). On an unknown date, the patient experienced abortion spontaneous ("spontaneous abortion / miscarriage"), joint swelling ("joint swelling / swelling"), dermatitis allergic ("allergic reaction/ skin allergy"), back pain ("low back pain"), fatigue ("extreme tiredness"), alopecia ("alopecia "), loss of libido ("lack of sexual drive"), anger ("outburst of anger against her environment"), anxiety ("anxiety "), depression ("depression ") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with contraceptives and surgery (essure removal by bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, joint swelling, dermatitis allergic, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety, depression and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abortion spontaneous, alopecia, anger, anxiety, arthralgia, back pain, depression, dermatitis allergic, dyspepsia, fatigue, headache, hypersensitivity, joint swelling, loss of libido, pelvic pain, pregnancy with contraceptive device and skin lesion to be related to essure. The reporter commented: at the time of the medical device removal, the patient was 40 years old. There is no evidence in the patient's medical history of sequelae or symptoms that are difficult to repair, especially when the post-surgical check-up in february 2019 does not bear record of any complications. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the complete removal of the essure devices was confirmed; on (B)(6) 2018: no abnormalities; on (B)(6) 2018: normal results. Allergy test - on an unknown date: ¿no allergy to metals/contrast¿.; on (B)(6) 2018: positive for blomia kulagini and anisakis. Cytology - on (B)(6) 2018: normal results. Pathology test - on an unknown date: the complete removal of the essure devices was confirmed. Skin test - on (B)(6) 2018: mild sensitivity to nickel sulphate and palladium chloride. Smear cervix - on (B)(6) 2018: normal results. Ultrasound scan - on (B)(6) 2014: both devices were well positioned. Urine analysis - on (B)(6) 2018: normal results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: new event added allergic reaction. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: iud, blastoestimulina and iud. Past adverse reactions to the above products included coital bleeding with iud; and intermenstrual bleeding with iud. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower ("hypogastric pain"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced skin lesion ("skin lesions in the lumbar area"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches / daily headaches"), dyspepsia ("digestive symptoms") and arthralgia ("joint pain"). On an unknown date, the patient experienced abortion spontaneous ("spontaneous abortion / miscarriage"), joint swelling ("joint swelling / swelling"), dermatitis allergic ("allergic reaction/ skin allergy"), back pain ("low back pain"), fatigue ("extreme tiredness"), alopecia ("alopecia "), loss of libido ("lack of sexual drive"), anger ("outburst of anger against her environment"), anxiety ("anxiety "), depression ("depression ") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with contraceptives and surgery (essure removal by bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, joint swelling, dermatitis allergic, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety, depression and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abortion spontaneous, alopecia, anger, anxiety, arthralgia, back pain, depression, dermatitis allergic, dyspepsia, fatigue, headache, hypersensitivity, joint swelling, loss of libido, pelvic pain, pregnancy with contraceptive device and skin lesion to be related to essure. The reporter commented: at the time of the medical device removal, the patient was 40 years old. There is no evidence in the patient's medical history of sequelae or symptoms that are difficult to repair, especially when the post-surgical check-up in (B)(6) 2019 does not bear record of any complications. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the complete removal of the essure devices was confirmed; on (B)(6) 2018: no abnormalities; on (B)(6) 2018: normal results. Allergy test - on an unknown date: ¿no allergy to metals/contrast¿.; on (B)(6) 2018: positive for blomia kulagini and anisakis. Cytology - on (B)(6) 2018: normal results. Pathology test - on an unknown date: the complete removal of the essure devices was confirmed. Skin test - on (B)(6) 2018: mild sensitivity to nickel sulphate and palladium chloride.. Smear cervix - on (B)(6) 2018: normal results. Ultrasound scan - on (B)(6) 2014: both devices were well positioned.. Urine analysis - on (B)(6) 2018: normal results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: new event added allergic reaction. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("spontaneous abortion"), joint swelling ("joint swelling "), hypersensitivity ("allergic reaction "), headache ("headaches "), back pain ("low back pain "), fatigue ("extreme tiredness"), alopecia ("alopecia "), loss of libido ("lack of sexual drive"), anger ("outburst of anger against her environment"), anxiety ("anxiety ") and depression ("depression ") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, joint swelling, hypersensitivity, headache, back pain, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, joint swelling, loss of libido, pelvic pain and pregnancy with contraceptive device to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.